Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that epicardial right atrial (ra) lead and epicardial right ventricular (rv) lead exhibited high thresholds and loss of capture, one month approximately after the implant. It was noted that the patient experienced slow heart rate. Ra lead and rv lead were capped and replaced. No further patient complications have been reported as a result of this event.